Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: j oral maxillofac surg (2024):1-12. Https://doi.org/10.1016/j.joms.2024.04.019.

Event description:
Title: postoperative outcome after coronectomy versus surgical removal of impacted mandibular third molars - clinical and oral health-related quality of life follow-up. This prospective cross-over study compared postoperative qol after coronectomy and complete surgical removal of mandibular third molars during the first postoperative week. Between january 1, 2021 to july 1, 2022, a total of 55 patients (18 male and 37 female; mean age of 24.6 ± 4.7 years) with indications for removal of both mandibular third molars, with one at increased risk of nerve injury undergoing coronectomy, while the other molar was extracted, were included. The surgical site was primarily closed with 3/0 undyed vicryl rapide (ethicon, somerville, ma, USA). Reported complications include limited mouth opening (n=25) on first postoperative day after surgical removal, limited mouth opening (n=52) on first postoperative day after coronectomy, reduced chewing ability (n=24) on the first postoperative day after surgical removal, reduced chewing ability (n=51) on the first postoperative day after coronectomy, swollen cheek (n=22) on the first postoperative day after complete surgical removal, swollen cheek (n=49) on the first postoperative day after coronectomy, and temporary numbness of the lip and chin area after complete surgical removal of the right mandibular molar during the entirety of the first postoperative week (n=1). In conclusion, coronectomy significantly impacted postoperative oral health¿related qol compared to complete surgical removal of mandibular third molars.